Event description:
The customer reported that the cuff of the tracheostomy tube device was perforated. The tracheostomy tube was removed, and the patient was re-cannulated with another unspecified tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.